Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 33.3 mmol/l (599.4 mg/dl) while wearing the pod between 24 and 36 hours. The pod reportedly fell off the infusion site (abdomen) causing the cannula to dislodge and was found bent. Symptoms reported include hyperglycemia, loss of consciousness, vomiting and a severe heat stroke. The emergency services were called and the patient was transported to the hospital. The patient was treated with insulin via intravenous therapy and fluids for dehydration. The pod was removed at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula was bent and had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The received device had the cannula assembly fully deployed. The adhesive pad was not returned with the device. Fibers were present on the bottom housing weld sites indicating the adhesive pad was once securely attached. Although no damage was present, the reported dislodged event could not be determined. Investigation found no defects or deficiencies that would contribute to a failure of the pod¿s ability to deliver insulin. No kinks or bends were identified on the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation.